Event description:
It was reported that during a procedure involving a sling when the surgeon passed the trocar, the mesh came off as it "popped off" from the connector. It was reconnected, but when the surgeon rotated the trocar again the mesh came off. A new advance xp sling was opened to complete the procedure. The patient as fine after the procedure. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided.

Manufacturer narrative:
B5 (event), g1 (MFR site), h2 (if follow-up, what type), h10 updated.

Event description:
It was reported that during a procedure involving a sling when the surgeon passed the trocar, the mesh came off as it "popped off" from the connector. It was reconnected, but when the surgeon rotated the trocar again the mesh came off. A new advance xp sling was opened to complete the procedure. The patient as fine after the procedure. Additional information was requested, however, no further information was available. Should pertinent additional information become available, it will be provided. It was posteriorly reported that the mesh popping off from the connector didn't significantly extend the procedure time. Additional 15 minutes or so. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.